Event description:
Report received of leakage from the distal luer activated valve (lav) port. The tubing set was primed with normal saline and was connected to a stopcock, which was connected to a 20 gauge peripheral IV in the pt's forearm. The normal saline was infusing by gravity at a keep vein open rate. Approximately 20ml of optison contrast was delivered to the pt through the distal lav port. After this first injection, the port was not recapped. A moment later, the nurse noted that there was bleedback in the IV line and there was approximately 5ml of blood loss from the distal lav port. The nurse immediately turned off the stopcock to prevent further blood loss. The IV set was then changed and the test was continued without further difficulty. There was no adverse pt event. Though requested, no additional info was available.